Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7070389. The device was not returned for a technical analysis and the investigation did not reveal any potential manufacturing issues, therefore, the root cause could not be definitively determined.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration as confirmed via x-ray. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively. The explanted leads were discarded.